Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited an error message that monitoring is disabled due to a possible device malfunction. Boston scientific technical services (ts) advised that the cause is unknown, and no further details can be determined until the device is analyzed. Ts recommended that the device be explanted, replaced, and returned for analysis. The device was subsequently explanted and replaced approximately one month later due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted with corrections to the describe event or problem field in report section b5, a change to the initial reporter in report section e and the removal of a code in device codes field in report section h6.

Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited an error message that monitoring is disabled due to a possible device malfunction. Boston scientific technical services (ts) advised that the cause is unknown, and no further details can be determined until the device is analyzed. Ts recommended that the device be explanted, replaced, and returned for analysis. The device was subsequently explanted and replaced approximately one month later due to premature battery depletion. No additional adverse patient effects were reported. Additional information was received that the boston scientific field representative which attended the device replacement procedure first encountered this patient at the procedure and simply assumed premature battery depletion was the reason for the device replacement. This representative subsequently confirmed that the device was replaced due to the interrogation issue. It was also confirmed that a physician was the first person to report the issue to a different boston scientific field representative. This representative then also tried to interrogate the device and subsequently reported the observed error message to ts. No additional adverse patient effects were reported. The device has been returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited an error message that monitoring is disabled due to a possible device malfunction. Boston scientific technical services (ts) advised that the cause is unknown, and no further details can be determined until the device is analyzed. Ts recommended that the device be explanted, replaced, and returned for analysis. The device was subsequently explanted and replaced approximately one month later due to premature battery depletion. No additional adverse patient effects were reported. Additional information was received that the boston scientific field representative which attended the device replacement procedure first encountered this patient at the procedure and simply assumed premature battery depletion was the reason for the device replacement. This representative subsequently confirmed that the device was replaced due to the interrogation issue. It was also confirmed that a physician was the first person to report the issue to a different boston scientific field representative. This representative then also tried to interrogate the device and subsequently reported the observed error message to ts. No additional adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
This supplemental report is being submitted with corrections to the describe event or problem field in report section b5, a change to the initial reporter in report section e and the removal of a code in device codes field in report section h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. An external visual inspection as well as an x-ray of the device revealed no anomalies. The device exhibited no telemetry and testing was unable to communicate with the device. The device case was then opened to facilitate analysis of the internal components. The battery voltage measured low. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Analysis determined that this device was demonstrating behavior consistent with a latent current leakage path between the anode and cathode within the device battery itself, which resulted in a gradual depletion of the battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.